Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported during a procedure that the yellow pedal remained activated when using a handheld instrument; rebooting the integrated electrosurgical unit (iesu) and checking foot pedal connections and debris did not resolve the issue, and the procedure continued. Fse onsite testing found pedals functioning normally with no active errors, though logs showed m-32, m-0b, and m-10 errors and m-12-9 when connecting the dual pedal; the dual foot pedal was replaced, ssc touchpad recalibrated, minor hardware issues corrected, and the system completed test drive with no further issues. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause of the m-10 error on the generator may be attributed to a faulty foot pedal or some debris being caught under the foot pedal. This issue was resolved by replacing the dual foot pedal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the external foot pedal on the vision side cart (vsc) stayed activated when using a handheld instrument due to being stuck. The customer restarted the integrated electrosurgical unit erbe, cleaned the foot pedal, and replaced the connection cables. The customer then continued the case. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer confirmed that the reported issue did not cause an unintended energy delivery.